Event description:
On (B)(6) 2021, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. The physician had used the zephyr 4.0-j catheter to size the airway, and then a 4.0-lp valve was loaded into the catheter. After loading the valve into the catheter, they noticed one of the sizing wings on the catheter was missing. The valve was deployed, and then a new delivery catheter was used to complete the procedure. Additional details regarding the location of the sizing wing and/or its retrieval have been requested from the physician, but have not yet been received.